Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens implant procedure, an the lens did not inject correctly. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are bent and folded over on to the optic and adhered by solution. The lens was cleaned for further evaluation. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. No associated products were returned for evaluation. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. We are unable to verify that the lens did not inject properly. The associated products were not returned for evaluation. The manufacturer internal reference number is: (B)(4).